Event description:
The facility reported an infusion pump with "free flow on a piggyback". The event was reported to have occurred during patient infusion. No record of an patient incident involving the pump